Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a bilateral inguinal hernia repair due to bilateral inguinal hernias. The patient had revision surgery 3 years and 1 month post surgery. The patient had experienced pain.